Manufacturer narrative:
(B)(4) no longer applies, as follow-up indicated there was no infection. (B)(4) no longer applies, as the fluid accumulation in the battery pocket can reasonably be assumed to be drug, as there was a catheter fracture at the pump connection. (B)(4) no longer applies. This was originally attributed to the pump revision noted approximately 6 months prior to (B)(6) 2017, however, new information indicated that the revision was due to battery depletion. Therefore, it was assumed that the revision was not performed on the pump described in this event, as the pump was still in use. The pump revision due to battery depletion was captured in a separate event. That event was deemed to not be reportable, as there was no indication that the battery depletion was abnormal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The results of the cultures taken from the fluid of the pocket indicated that there was no infection. The cause of the catheter fracture was due to tension at the connection site. The cause of the revision that took place approximately 6 months prior to (B)(6) 2017 was battery depletion. There was no information to suggest that the battery depletion was abnormal. This was interpreted as the revision was not performed on the pump described in this file, but on the patient¿s previous pump.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type catheter (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had an operative procedure of revision of the pain pump thecal catheter and incision and replacement of pump on (B)(6) 2017. The preoperative and postoperative diagnoses were reported as ¿subcutaneous fluid pocket in morphine pump battery.¿ it was noted that the patient had a history of morphine pump placed ¿several¿ years ago. The patient underwent a revision approximately six months prior to (b)(6( 2017 and since the revision the patient had noted increased collection of fluid within the ¿battery pocket¿ with increasing difficulty accessing the port for refills. The patient complained of some mild new pain as well as denied symptoms of a spinal headache. Upon physical examination the patient was noted to have a large collection of fluid surrounding the morphine pump ¿generator.¿ there was no evidence of erythema or infection and the patient was afebrile. The risks and benefits of revising the pump were explained to the patient who indicated she understood and wished to proceed with surgery. The patient underwent routine surgical procedures for removal/revision. During the procedure the pump was removed and a fracture was noted at the connection of the pump to the thecal catheter. Approximately an inch of the catheter was removed and calculations were redone to account for the removal of the piece of catheter. A new extension was then added to the existing peritoneal catheter and this was connected to the pump and secured using silk ties. The pump was replaced inside the pocket. Cultures were also taken to ensure no fluid infection. The floor resembled clear cerebrospinal fluid and was sent to the lab for confirmation. The pocket was irrigated with antibiotic solution and their attention was turned to closing. It was noted that the patient tolerated the procedure well and was in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.